Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that 5 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: the complaint product was found during labelling process. When we open the carton and remove the product from the carton, we found complaint product (missing label) as many as 5 boxes (500 ea).